Event description:
It was reported that the patient has had medical treatment and physical revalidation for dizziness without resolve. A chemical labyrinthectomy has been scheduled to treat the patient's dizziness. When more information becomes available, a supplemental report will be submitted.